Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in emergency room due to low blood glucose on (B)(6) 2020 with blood glucose of 1.2 mmol/l. Customer blood glucose level was 29.5 mmol/l and then down to 1.2 mmol/l. The customer was treated with food juice and sandwich. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer stated the drive support cap was normal. Customer reported they did not allege insulin pump was over delivering. The insulin pump will not be returned for analysis.